Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint. When the device was powered on, a different symptom was found. The display froze at the six picture screen and it would not complete the power on self-test (post). The single board computer printed circuit board was replaced and the device passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator display screen went black and the device did not deliver volume. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.